Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that "settings not available" was seen on the controller. It was reported "out of regulation" was seen on the tablet. Patient reported getting settings not available screen over this weekend. Patient did not report any falls. Patient reported first seeing the screen about 6 months or so after implant. About 2-3 months ago, patient saw it again and was programmed by a manufacturer's representative. Patient reported on (B)(6) they had an MRI of shoulder and half way through the MRI the implant started getting warm and they had to stop MRI. Patient was in MRI mode. Patient reported she started getting "settings not available" about 2 weeks ago; this was after the MRI. The patient met with a rep and was reprogrammed and everything was working fine until this weekend, the controller showed "settings not available" again. Patient reported inability to increase but ability to decrease. Additional information was received from the rep. It was reported that it was reviewed to remove all electrodes elevated over 1500 ohms or in that range as well as reviewing a possible fluid short from the reported MRI and heating in the pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the settings not available/ oor and heating during MRI was not determined. Rep ran impedance check and programmed around high impedance. Patient is getting relief as of now. The issue is resolved. Patient's weight was unknown. The provided information was confirmed with the physician/account. No further complications were reported.